Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event involved a micro clave clear neutral connector it was reported that the PICC was leaking at the site where the cap was connected to the PICC line. There was patient involvement and no harm reported.